Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited pacing impedance measurements high out of range on the right ventricular (rv) lead. It was noted that the patient heard beeping tones and there was presence of oversensing. Technical services (ts) provided assistance and suspected a spring contact but has not been determined yet. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited pacing impedance measurements high out of range on the right ventricular (rv) lead. It was noted that the patient heard beeping tones and there was presence of oversensing. Technical services (ts) provided assistance and suspected a spring contact but has not been determined yet. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.